Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the probe was ruptured around the outer pipe. There were no scratches on the probe. The fracture began at the origin of the crack that entered the probe. There were no scratches or contact marks on the non-insulated part of the gripping part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the result of investigation, a likely mechanism causing the breakage of the probe might be the following: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. 2) a force was applied to the probe during spark generation. 3) cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The instruction manual contains the following descriptions, and it warns against this event. ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Event description:
The customer reported to olympus, the probe tip of the thunderbeat broke outside the patient¿s body and fell off. The issue was found during a therapeutic laparotomy colectomy. The procedure was completed with another of the same device. There were no reports of patient harm.